Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "does not navigate through screens properly" which was observed at power up. Upon powering on the device evaluation observed the keypad operating without user input. Evaluation found the cause to be a failed keypad which was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "does not navigate through screens properly". There was no patient involvement. No additional information is available.